Event description:
A healthcare professional reported that during system check, after turning on the argon fluoride (arf) gas bottle, a hissing was heard and a smell of gas was perceived. The gas bottle was turned off immediately and the staff left the room o let the air condition eliminate the smell. Additional information was provided by a company representative who reported that the sealing ring on the bottle connection was squeezed. According to the company representative the screw connection got loose and the gas escaped. The issue was solved by the company representative.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the sealing ring was investigated by the supplier of gas bottle (sealing is attached to it). The supplier revealed, that the material of the sealing ring is teflon (=pvdf). The most likely size before use was 18x7 mm. The supplier recommends to use a sealing of another material (pctfe) for arf gas bottles like in the concerned case, because the flow behaviour is less. The root cause could not be identified conclusively. The most likely root cause of the gas leak was inappropriate material of the sealing ring for reliable sealing of an arf gas bottle.

Manufacturer narrative:
Evaluation summary: at the visit on site the field service engineer (=fse) reproduced the problem by opening the gas bottle. The issue was a defect (squeezed) sealing ring on the bottle connection. Therefore, the screw connection got loose and the gas escaped. The issue was solved by the fse through exchanging the sealing. The suspect sealing were returned for evaluation. Visual inspection of the sealing showed, that the sealing is a white one which is "harder" than the usual transparent one. To check the sealing, it was returned to the supplier line. The review of the log file shows, that a gas exchange, with opening the bottle, for example, potential occurrence of leakage, took place several times before the customer reported the issue. The user manual gives clear guidance what to do if gas odor is detected. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. The root cause could not be identified conclusively. The most likely root cause is an unintended sealing, where the material has inappropriate characteristics for the sealing of an arf gas bottle.